Event description:
Patient was admitted to hospital for an abdominal aortic aneurysm in 2001, and a graft the same day. During the implant procedure the physician documented wire wrap. The wire wrap was resolved, and the procedure was completed successfully. In 2002: patient exhibited a type ii endoleak, though there was no change in size of the aneurysm. Three months later: op notes described a large type ii endoleak, fed by multiple collaterals from the right internal iliac artery. In 2003: patient admitted to emergency room. Consultation determined a probable rupture of the aneurysm. The aneurysm had enlarged considerably, and the proximal hooks are as originally positioned. The patient was operated the same day, and the physician described a type I endoleak large enough to put his thumb through. There was no defect of the graft. In 2004: patient presented with an endoleak with enlarging left common iliac artery aneurysm. The lead was repaired and the patient recovered. Two months later: patient developed severe pain in left groin. Patient underwent surgery for repair of ruptured femoral artery aneurysm. In 2005: patient presents with small type 2 endoleak.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.